Manufacturer narrative:
An event of coagulopathy during the procedure, tachycardia, and atrial fibrillation was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 28mm sjm sã©guin semi-rigid annuloplasty ring was implanted. During procedure, coagulopathy was reported. The patient received IV medications. Post procedure, tachycardia was reported and was terminated with amiodaron. On (B)(6) 2021, atrial fibrillation was reported and the patient was given oral medication. The patient was reported to be in stable condition and has been discharged. ((B)(4)).